Event description:
It was reported the flushing pump power button would not light up and it was not possible to reduce the speed of the flush/rinse pump. The issue occurred during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the flushing pump power button would not light up and it was not possible to reduce the speed of the flush/rinse pump. The issue occurred during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the power button does not light up and it is not possible to reduce the speed of the flush/rinse pump was due to a defective control board. Olympus will continue to monitor field performance for this device.